Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause there was an intermittent failure was isolated to the cable connecting ECG "a" and ECG "b" the root cause could not be positively identified. There was no adverse event that resulted from the damaged belt.